Event description:
It was reported there was withdrawal. The patient had a refill done on (B)(6) 2013 and at that time there were no changes to the medication or dosage. Since then the patient had experienced withdrawal symptoms. The patient was feeling anxious, shaking, ¿creepy crawling¿ on his arm and leg, restlessness, and overall discomfort. The patient was seen by his physician on (B)(6) 2013 and his medication was increased 15%. The patient then felt fine for the first two days but after that the symptoms came back stronger and more often. The patient had an appointment with his physician scheduled for (B)(6) 2013-. It was noted that the patient almost called the emergency room on the morning of this report. The pump was being used to deliver sufentanil, hydromorphone, and bupivacaine. Additional information received reported the patient had intermittent withdrawal-type symptoms that had been occurring since october. The symptoms could happen at any time and could happen multiple times a day and last anywhere between 15 minutes to 2 hours. The symptoms included nausea, sweating, diarrhea, abdominal cramps, restlessness, joint pain, and runny nose. Nothing unusual was in the logs and the elective replacement indicator (eri) was in the normal range. It was noted there was a volume discrepancy of around 1 milliliter. There was a potential inflammatory mass that was identified back in 2011. The physician was trying to get the patient to get scanned again to look for a potential inflammatory mass.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information: the patient had been going through withdrawal since october where he had intermittent symptoms of ¿medication not working, and then it works, and then it¿s not working anymore.¿ the patient had a lot of symptoms that pointed to that direction.

Manufacturer narrative:
Analysis of the pump motor revealed wear of the o-ring. (B)(4).

Event description:
Additional information received reported the patient was having an MRI due to a suspected mass at the tip of the catheter. The patient had been going through withdrawal since october where he had intermittent symptoms of ¿medication not working, and then it works, and then it¿s not working anymore.¿ it was noted the patient had talked to others who have had it and his health care provider (hcp) who said it was possible that he had a mass.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
On 5/27/2014 information was received from a representative indicating that they were not sure if the issue was resolved following implant, and that the patient needed to be evaluated to make sure the "over withdrawal symptoms" subsided. The cause of the issue was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pump was explanted and replaced. It was again reported that the patient had experienced withdrawal symptoms beginning (B)(6) 2013. A dye study was performed, the results were not provided. Additional patient symptoms were reported of underdose symptoms and vomiting. The patient status at the time of the report was alive no injury.